Event description:
The customer reported the system failed to produce fluoroscopy x-ray resulting from a displayed generator error message. This is a reportable event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage cables. The system operates as intended.